Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The returned fibers metal cap exhibited severe charred debris adhesion which is indicative of prolonged tissue contact. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination revealed the glass cap has a circumferential fracture on the distal side of fiber/cap at the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. Significant devitrification was noted in the output window as well as significant charred detritus was seen on the metal cap, indicative of tissue contact during the procedure. Analysis with the helium-neon (hene) laser fixture did not identify signs of breakage along the length of fiber. The connector cone, segments, and tabs appear in good condition and secured and the fiber connector passed the signature verification fixture test. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Investigation conclusion: an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that where there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact/adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a after 54,457 joules and 6:12 minutes were expended cold water did not come out from the tip of the fiber, instead it came out around 1 - 2 centimeters lower than the distal part of the fiber. A second fiber was used to complete the procedure with no further complications. Analysis of the returned device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap. Due to this, the potential for forward firing may exist.